Event description:
It was reported that the customer had a blank display on the insulin pump. Customer blood glucose level is unknown. Customer states insulin pump turns off and on. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored, no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected failed battery or low battery alarms were noted during testing. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a scratched reservoir tube lip.